Manufacturer narrative:
Saad, mussa, et al. (2024). Failure of ventricular fibrillation sensing during subcutaneous implantable defibrillator testing: a twitchy situation. J innov cardiac rhythm manage. 2024;15(11):6085-6087. Doi: 10.19102/icrm.2024.15112.

Event description:
It was reported per article of interest literature review that oversensing of extra-cardiac noise may inhibit delivery of subcutaneous cardiac implantable defibrillator (s-ICD) therapy. A patient was admitted to the authors' center following a syncopal event during which he sustained a c5 spinal cord injury. During his admission, he was referred for a subcutaneous cardiac implantable defibrillator (s-ICD) generator replacement. They elected for conscious sedation to avoid endotracheal intubation due to the cervical spine fracture. Using the vector select algorithm, the device was programmed with a primary sensing vector. Ventricular fibrillation (vf) was induced but not sensed appropriately by the device. After 30 seconds without delivery of therapy, an external shock was delivered. A review of the associated electrogram suggested inhibition of sensing due to the presence of noise. At this point, the sensing vector was manually programmed to the secondary vector, and vf induction was repeated. With this sensing configuration, noise was not detected. Sensing of vf was appropriate, and the therapy was committed eight seconds into the episode and delivered eight seconds later. No adverse patient effects were reported.